Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted due to the patient being upgraded to a cardiac resynchronization therapy defibrillator (crt-d). There were no product performance allegations from the field. During labratory testing, it was identified that this device did not meet expected longevity.